Manufacturer narrative:
The defective stirrer motor was returned to livanova (B)(4) for further investigation. The bearing damage of the pump identified on site was confirmed. The returned component was tested, but the reported error message could not be reproduced. It is unlikely that the returned stirrer motor was causing the reported error message. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. If additional information pertinent to this case will be received, they will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming, immediately after power up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate and confirmed the reported error code. The stirrer motor on the patient bridge was found to be sluggish and bearing damage was noted on the motor, which resulted in noise. The stirrir motor was replaced and a test run did not identify any further issues. The stirrir motor was requested by sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete. Part has been requested for evaluation.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming, immediately after power up. There was no patient involvement.